Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error alarm, battery out limit and off no power anomaly from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the pump alarmed after a battery change. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the pump alarmed motor error after a battery change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with rewinding the pump. The customer stated that the motor error did not occur during rewind. The customer was advised to monitor the pump.